Manufacturer narrative:
Actions were taken to prevent this event from happening again which include a visual aid fixture that was implemented to insert the tubing correctly into the cartridges, test fixture implemented and validated for functional testing of tubing connections within the cartridges and updated assembly procedure for outflow cartridge to include reference to the visual aid and test fixture implementation. Device history record (DHR) review was conducted for the reported identification number. The lot was released meeting all qa specifications.

Event description:
It was reported that on january 29 during a fluent procedure a out-flopak broke apart during the procedure. No injuries to the patient or staff were reported and the procedure was completed with a replacement. No other information available.